Event description:
Pt in labor, having an epidural placed, tip broke off, 4cm remained in the pt. Procedure done by a crna. Surgery consulted. Pt discharged home, will have an outpatient laminotomy procedure to remove foreign body. Diagnosis: delivery of a newborn - epidural.